Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c199e, serial/lot #: (B)(4), ubd: 14-may-2021, UDI #: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 09-jul-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 45mm common iliac artery aneurysm. It was reported that the patient expired on an unknown date post the index procedure from bowel ischemia that occurred during index procedure. As per the physician, the cause of the event was procedure related. No additional sequelae were reported and the patient has expired.